Manufacturer narrative:
A review of the device history record indicates the order was built to specification. The returned sample was visually inspected and no obvious defects were found. A console representing the current software version was used to test the sample. The ball in the check valve of the drip chamber moved freely per specification. The sample could prime and pass intraocular pressure calibration successfully. No anomalies were observed during priming. The infusion pressure, irrigation, and aspiration rate were all measured at multiple setpoints throughout the console range and met specifications. There was no system message code was generated during testing. The sample passed remaining functional and performance tests. The root cause of the customer's complaint is not known; the returned sample met specifications. (B)(4).

Event description:
An ophthalmic surgeon reported that the infusion system did not function steadily during a vitrectomy procedure. The reporter indicated "that it felt like something was preventing the flow". The product was replaced and the procedure was completed without consequences to the patient. The surgery was completed after replacing the product with another one.